Manufacturer narrative:
Device evaluation: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved testing for any signs of function and pressure failure. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found. No fault was found with the device.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed volume accuracy testing. No adverse effects were reported.